Event description:
A customer reported an event of a "haze/mist" and "odor" emitting from the sterrad® nx sterilizer. Two healthcare workers (hcw) experienced a reaction of headache and numbness on the lips. Both hcws visited employee health and were sent to the emergency room (ER). In the ER, the hcw's were examined and were released to return to full work duty on the same day the event happened. They are reported to be "healthy". The customer was advised to turn the unit off and evacuate the area until the haze/mist and odor dissipate. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Haze/mist/vapor and odor/smell were confirmed. A corrective maintenance was performed and the vacuum pump oil, catalytic decomp filter, oil mist filter, solenoid valve and 1/4 tube connector were replaced. Unit meets specifications and was returned to service on 6/14/2015.

Manufacturer narrative:
Method: materials and chemistry evaluation. Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), trending of the product malfunction code, service history, product return and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The trend for the product malfunction code of odor/smell was reviewed from july 2014 through june 2015 and there was no significant trend. The trend for the product malfunction code of haze/mist/vapor was reviewed from july 2014 through june 2015 and there was no significant trend. The service history was from december 2014 -june 2015 was reviewed and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material to be "low." The catalytic converter was returned and tested. The reason for the return was not confirmed. The oil return valve was returned and tested. The reason for the return was not confirmed. The connectors were returned and tested. The reason for the return was not confirmed. The reported issue was resolved and the customer facility. The issue will continue to be tracked and trended.